Event description:
It was reported that 3 bd plastipak¿ concentric luer lock syringes leaked past the stopper during use. The following information was provided by the initial reporter, translated from french to english: "on march 15, leakage past stopper, occurred 3 times. It was decided to withdraw the whole batch. Non consequences for the patient."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-27 h6: investigation summary one sample was returned to our quality team for investigation. Through visual inspection, a leakage past the stopper ribs could not be observed as there was no liquid within the syringe. The product was disassembled for further inspection, there was no damage or molding defects noted in the plunger rod or other components that could have caused a leak and the stopper was verified to be properly assembled onto the plunger rod. A device history review was performed for the lot 2010097, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing to verify the stopper seal. Results were reviewed for the lot 2010097 and no issues were identified. The returned sample underwent these same tests and product was found to meet required specification. Based on the quality team's investigation and samples evaluation, we are not able to identify a root cause related to the manufacturing process at this time. See h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd plastipak¿ concentric luer lock syringes leaked past the stopper during use. The following information was provided by the initial reporter, translated from(B)(6) to english: "on march 15, leakage past stopper, occurred 3 times. It was decided to withdraw the whole batch. Non consequences for the patient."